Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported via facility medwatch# 10008 that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, it was noticed that stent was deformed. No further information was provided.